Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2202. Clarification to d.6a.: august 2018 - october 2022 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: cooper, dylan j., and seth e. Kaplan. ¿evaluation and management of inflammatory reactions to vocal fold injection laryngoplasty with hyaluronic acid.¿ journal of voice, sept. 2023, https://doi.org/10.1016/j.jvoice.2023.07.031. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The article "evaluation and management of inflammatory reactions to vocal fold injection laryngoplasty with hyaluronic acid" noted a patient was injected with 1cc of juvéderm® ultra into the left vocal fold and 0.5ccs of juvéderm® ultra into the right vocal fold. 24 hours after the injection, patient presented with dyspnea and stridor. Vls exam showed vocal fold and false vocal fold edema. Event was considered to be an inflammatory reaction. Patient was treated with tapered oral steroids. Symptoms completely resolved in 3 days. This is the same literature article reported under MDR ID# 3005113652-2023-00772 (abbvie complaint #(b(4)), MDR ID# 3005113652-2023-00773 (abbvie complaint #(B)(4)). This MDR is being submitted for the case 3.